Event description:
It was reported that the patient complained of diaphragmatic stimulation, and the atrial lead exhibited high thresholds. The lead pacing settings were reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.